Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred.it was reported that during preparation of the 3.5 x 16mm taxus liberte stent delivery system (sds) the physician attempted to insert the unspecified guide wire inside the sds and it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage or the confirmed tip damage. A thorough analysis of the returned device could not confirm the reported stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. It was reported that during preparation of the 3.5 x 16 mm taxus liberte stent delivery system (sds) the physician attempted to insert the unspecified guide wire inside the sds and it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.